Manufacturer narrative:
In addition, the monitor screen was scratched. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer returned the monitor to the olympus loaner center with a report that the monitor keyboard had failed and there was no image. There was no report of patient or user injury due to the event. Upon inspection and testing of the device at the repair center, the reported keyboard and image issues were confirmed and found to be due to printed circuit board failure. This report is being submitted for the reportable malfunction (no image).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed there was no image displayed and the keyboard was defective due to a faulty printed circuit board. The specific root cause of the faulty printed circuit board could not be determined at this time. Scratches were also found on the screen; however, this defect is not considered severe enough to cause a potential adverse event. Olympus will continue to monitor field performance for this device.